Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The device was deployed and one partial recapture was required. The device met release criteria and was released. Post-case transesophageal echo (tee) sweeps did not show any effusion. Two hours post-implant, a pericardial effusion was noted. The patient went to the operating room and had a stitch placed at the descending end of the laa. There was a small tear from the feet of the watchman device. The patient is reported to be doing well.